Event description:
As reported, cerebral infarction: on (B)(6), 2023, the fred stent was used in this case. Due to the location and shape of the aneurysm, the stent had to be placed over 2 curvatures, so the stent was planned to be deployed from the distal curvature in the c2 to the horizontal portion in the c4. The considerable difference between the distal and proximal vessel diameters forced the selection of the fred stent of 5.5 mm diameter. As a result, the stent was oversized for the vessel distal to middle vessel of the target site. The stent was deployed up to the c3 siphon with quite some expansion, although complete expansion was not achieved in some areas. However, past the curvature in the c3, the stent was unable to expand. After several unsuccessful attempts to fully expand the stent, the physician decided to proceed with stent deployment to the horizontal portion in the c4 and then perform pta (percutaneous transluminal angioplasty). Although it was difficult to pass the guidewire through the c3 as the stent was not fully open in part of the c3, the guidewire was somehow inserted into the true lumen of the stent, and pta was performed from the distal portion. For the aneurysm neck area, pta was performed mildly. After cone beam CT confirmed that tantalum wire was fully open and opposed to the vessel wall, the procedure was completed. After the procedure, when reviewing the intra-operative angiography, it was discovered that blood flowed in two layers in the c2. On (B)(6), 2024, the patient returned to the hospital for a one-month follow-up examination, complaining of weakness in the left upper extremity. A CT scan revealed a cerebral infarction on the right side. As anti-platelet therapy for symptoms consistent with cerebral infarction, the patient was given cilostazol in addition to the currently administered clopidogrel and aspirin for triple therapy management. The patient is scheduled to return in about three weeks, in february. In addition, angiographic examination is scheduled for march 2024, three months after the operation. Physician¿s comment: it cannot be determined that the incomplete opening of the stent caused the cerebral infarction, but it is highly likely, given that the lesion is in the right side and the symptoms are seen in the upper extremity. Stent implantation site aneurysm location: ica - c2, c3, c4. Side branch vessel covered: opha, p-com. Unruptured. Shape: saccular, fusiform. Lesion site: right side. Parent vessel diameter: 5.4 mm on the proximal side and 3.5 mm on the distal side antiplatelet and anticoagulant therapy: preoperative: administered (aspirin, clopidogrel). Postoperative: administered (aspirin, clopidogrel). Platelet reactivity test: performed (blood sampling date: (B)(6), 2023). Verifynow pru testing: performed (pru: 163, aru: 386). Poba: performed.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies incomplete stent opening and infarct as potential complications associated with use of the device.

Manufacturer narrative:
Items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications possible complications include but are not limited to the following: ¿ bleeding or hemorrhage including intracerebral, retroperitoneal or other locations ¿ complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves: ¿ device migration, ¿ distal embolization, ¿ headache, ¿ incomplete aneurysm occlusion, ¿ neurologic deficits including stroke and/or death, ¿ perforation or dissection of the vessel(s), ¿ pseudoaneurysm formation, ¿ rupture or perforation of aneurysm, ¿ transient ischemic attack (tia) or ischemic stroke, ¿ vasospasm, ¿ vessel occlusion, ¿ vessel stenosis or thrombosis. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred system with a .027 inch (0.69 mm) inner diameter headway® 27 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheath into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 7] note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred system positioning is not satisfactory, the fred system implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. [Figure 8] caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate coverage. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 7 mm on each side of the aneurysm neck/target location to ensure appropriate coverage. [Figure 7] warning: do not detach the fred system if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred system implant. 21. Caution: carefully watch the fred system implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Procedure/medical information review: imaging review, p24-0710, jacques dion, md, 2/20/2024: five radiographic images are supplied. They are not labeled as to date or time, are of poor quality, and I do not know what the correct time sequence is. Finally, even though I can tell a carotid artery is being imaged, the side is not labeled, and I cannot tell if the aneurysm is left or right sided. The images are embedded in an email. I will describe them in the order in which they appear in the email. Image 1: ica subtracted dsa, with contrast, highly magnified, oblique working projection. A small, 1.5 - 2 mm, wide necked aneurysm is seen just beyond the ophthalmic artery. A fred is vaguely seen spanning from the supraclinoid ica back to the petrocavernous ica junction. Multiple areas of malapposition are seen. There are coils in a small aneurysm at the distal end of the stent. Image 2: ica unsubtracted dsa, with contrast, highly magnified, oblique working projection. A small, 1.5 - 2 mm, wide necked aneurysm is seen just beyond the ophthalmic artery. A fred is seen spanning from the supraclinoid ica back to the petrocavernous ica junction. Multiple areas of malapposition are seen. There are coils in a small aneurysm at the distal end of the stent. Image 3: ica unsubtracted single shot radiograph, without contrast, highly magnified, oblique working projection. A fred is seen spanning from the supraclinoid ica back to the petrocavernous ica junction. The fred appears mostly well opened, but it is difficult to tell without contrast material. There are coils in a small aneurysm at the distal end of the stent. Image 4: flat plate CT, with contrast, at the same level as the prior images. The entire stent is not outlined, only the distal half, which appears well apposed, but the image is of low quality. Image 5: ica unsubtracted single shot radiograph, without contrast, highly magnified, oblique working projection. The fred is again seen, and an inflated angioplasty balloon is seen in the distal end of the stent. I cannot comment on apposition, as there is no contrast. These images do not explain why the problem described in the complaint occurred. Five radiographic images were provided. They are not labeled as to date or time, are of poor quality, and the correct time sequence could not be determined. Finally, even though it can be observed that a carotid artery is being imaged, the side is not labeled, and whether the aneurysm is left or right sided could not be determined. The images are embedded in an email. The images were described in the order in which they appear in the email as follows: image 1: ica subtracted dsa, with contrast, highly magnified, oblique working projection. A small, 1.5 - 2 mm, wide necked aneurysm is seen just beyond the ophthalmic artery. A fred is vaguely seen spanning from the supraclinoid ica back to the petrocavernous ica junction. Multiple areas of malapposition are seen. There are coils in a small aneurysm at the distal end of the stent. Image 2: ica unsubtracted dsa, with contrast, highly magnified, oblique working projection. A small, 1.5 - 2 mm, wide necked aneurysm is seen just beyond the ophthalmic artery. A fred is seen spanning from the supraclinoid ica back to the petrocavernous ica junction. Multiple areas of malapposition are seen. There are coils in a small aneurysm at the distal end of the stent. Image 3: ica unsubtracted single shot radiograph, without contrast, highly magnified, oblique working projection. A fred is seen spanning from the supraclinoid ica back to the petrocavernous ica junction. The fred appears mostly well opened, but it is difficult to tell without contrast material. There are coils in a small aneurysm at the distal end of the stent. Image 4: flat plate CT, with contrast, at the same level as the prior images. The entire stent is not outlined, only the distal half, which appears well apposed, but the image is of low quality. Image 5: ica unsubtracted single shot radiograph, without contrast, highly magnified, oblique working projection. The fred is again seen, and an inflated angioplasty balloon is seen in the distal end of the stent. The apposition could not be commented on, as there is no contrast. The images confirm that the stent did not fully expand in some areas as described in the reported event; however, these images do not explain why the cerebral infarction described in the complaint occurred. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.

Event description:
A supplemental report is being submitted as additional patient information/status received indicating: a follow-up MRI confirmed that the infarct area had not enlarged. It was also confirmed that the patient had recovered from weakness in the left upper extremity, which had been a symptom that suggested the onset of cerebral infarction. A followed up angiography was then performed as planned. Angiography revealed that the area that had appeared bilaminar (double -shadow) immediately after the procedure, where separation of the inner layer of the stent from the outer layer was suspected, was no longer appeared to be in two layers, and the vessel was clearly visible on the angiography. The angiography cannot determine the cause of this situation, whether the inner layer has expanded sufficiently toward the outer layer or whether new intima has formed in the inner layer. However, the angiography indicates that there seems to be no problem. In addition, shrinkage of the aneurysm was observed, although it was three-month follow up.